Event description:
During a laparoscopic cholecystomy, a trocar was inserted into the abdomen. When the trocar was removed the or rn noted 1/3 of the plastic sheath was missing and had apparently broken off sometime during the procedure. A search of the abdomen and x-rays failed to locate the missing piece. Therefore, the surgeon had to enlarge the abdominal incision by 3-4 inches in order to find the missing trocar piece. (*)